Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic during a follow-up with elevated capture threshold. Later, the patient was brought into the ep lab for an atrial lead revision. The patient was in af and went back into the sinus rhythm. The lead was capped due to capture issues. The patient was stable post-procedure.